Event description:
It was reported that the pacemaker dependent patient presented to the hospital with a device that recorded a ventricular tachycardia episode caused by electromagnetic interference. The patient was symptomatic during the episode. Oversensing the emi noise caused pacing inhibition and undersensing the emi noise led to inappropriate atp therapy. Noise may be due to old electrical system in patients home. Programming changes were made. Device remains implanted. Patient condition is good.